Manufacturer narrative:
Concomitant product: 0184 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient experienced phrenic nerve stimulation following a fall that occurred. The left ventricular (lv) lead was later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.